Event description:
It was reported that while passing the needle behind the pubic bone, the needle came off the mesh during a tunica vaginalis testis procedure. Another device was used to complete the procedure with no pt consequences.